Event description:
It was reported by the customer that pyxis medstation es system was down and non-functional. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the drawers were inoperative. A field service engineer replaced pyxis controller board. The system functioned as intended after the field service engineer troubleshooted the device.